Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported that the patient had their battery replaced on the day prior to date notified due to normal battery depletion. The patient has been kept at the hospital because, an hour after surgery, they started having tremors which they did not have prior to surgery. It was requested that a manufacturer representative (rep) check the patient. Indication for implant is parkinson's dual and peripheral neuropathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.